Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the rx voyager balloon catheter was used for pre-dilatation; however, the balloon ruptured during the first inflation at 12 atms. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - balloon ruptures can be affected by numerous factors. Reportedly the lesion was 99% stenosed, which may have contributed to the difficulties experienced. If the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the pt anatomy, such that the balloon ruptured upon inflation attempt. In this instance, based on the info received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - balloon ruptures can be affected by numerous factors. Reportedly the lesion was 99% stenosed, which may have contributed to the difficulties experienced. If the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the pt anatomy, such that the balloon ruptured upon inflation attempt. In this instance, based on the info received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - balloon ruptures can be affected by numerous factors. Reportedly the lesion was 99% stenosed, which may have contributed to the difficulties experienced. If the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the pt anatomy, such that the balloon ruptured upon inflation attempt. In this instance, based on the info received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.